Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. The device history record was not reviewed since the lot number was not provided. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that the patient had 6.4 ml of 5fu remaining in cartridge, but there clearly was air in the tubing beyond the sensor, and the pump never alarmed. Air did not reach patient. The event occurred at the hospital and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.